Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) stated that the customer had performed multiple precision tests using both quality control and patient samples. Results indicated acceptable result precision was being achieved. Precision data was not supplied by customer. The fse performed an instrument modification involving "ultrasonics - adjust to fixed 197v." Although instrument modifications were made, a definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2122870-2011-02049, 2122870-2011-02051, 2122870-2011-02099.

Event description:
The customer indicated that erratic human thyroid-stimulating hormone (htsh) results were generated on a unicel dxc 600i synchron access clinical system for multiple patient samples. This report represents the erratic human thyroid-stimulating hormone (htsh) results, within the normal reference range but outside the stated precision claims of the assay, generated on a unicel dxc 600i synchron access clinical system on (B)(6) 2011. Same-day repeat testing performed on the same instrument generated lower results. The results were reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument quality control results were within the customer's established ranges during the timeframe of this event. The instrument system check performed after the event generated acceptable results within instrument specifications. The samples were collected in lithium heparin tubes and were centrifuged prior to testing.